Event description:
Received user facility medwatch report form #(B)(4), advising that during a laparoscopic lower anterior resection with colonoscopy procedure; the tip of the device broke off into the patient¿s pneumoperitoneum. The doctor was able to retrieve the tip from the patient¿s pneumoperitoneum. The device was replaced and the procedure continued. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The device was returned with the upper jaw detached returned. In addition, the top of the I-blade was fractured lifted. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw and the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.